Manufacturer narrative:
H.6 investigation summary : the batch history analysis was performed, quality notifications were verified, maintenance records and no deviation was found for this lot. Sample of the syringe were available for analysis in which it was possible to confirm the defect of foreign matter burn plastic. The defect was found in the plunger rod component that presented degraded material and is related to burn resin inside the injection cylinder of the press.. No CAPA is required at this time. H3 other text : see h.10

Event description:
It was reported that oralpak 5ml (B)(6) hospital had fungus in the syringe. This was discovered before use. The following information was provided by the initial reporter: fungus inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 5ml azul hospital had fungus in the syringe. This was discovered before use. The following information was provided by the initial reporter: fungus inside the syringe.